Event description:
It was reported that occlusion alarms occurred. Customer changed the cartridge and resumed insulin therapy. Customer¿s blood glucose (bg) level was 538 mg/dl, with moderate ketones. Customer's mother assisted the customer in administering a manual insulin injection to address elevated blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.